Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a total gastrectomy procedure. The instrument did not fire. The surgeon used another instrument to complete the procedure. No pt injury was reported.